Event description:
Ous MDR - after an implant duration of about 26 months, it was reported that the shock impedance was out of range. No adverse affects were reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.